Event description:
The pt alleges a cassette leak from the cycler door during treatment. Pt reports that no medical intervention was needed as a result. Her effluent remains clear.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped ot the customer over the past one month. A companion sample was identified from the last lot delivered and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.